Event description:
An adverse event was reported involving the medical device sz140r - ennovate c c1/c2 screwdriver long. Specifically, it was reported that the medical device fractured intraoperatively. This resulted in the inability to place fixation screws on the contralateral side and therefore additional fixation was required. Intraoperative imaging confirmed that the thread of the screwdriver remained visible in the head of the bone screw. The bone screw was trimmed prior to wound closure. This led to an extension of the surgical procedure. No fragments remained in the patient, and no adverse clinical consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.